Manufacturer narrative:
Product ID 3093-28, lot# va06nfh, implanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that the patient was experiencing severe excruciating pain. The pain was at implantable neurostimulator (ins) site, up back and down leg. It was unknown if pain was at lead site. The event date was noted as about 2 months ago. The pain gets worse and worse. Last night, due to pain, the patient could hardly walk, could not lay on one side. The patient had pre-existing lower back issues but that was not where pain at ins site is. No stimulation sensation was noted. The patient hadn't felt stim. The patient did not know how long it had been since she felt stim. The patient was experiencing a loss of therapeutic effect. The patient said ins therapy worked for a couple of months after implant, the patient said programming continued to be adjusted. The patient thought ins was not functioning right. The patient was up all night using the bathroom, therapy not working, since a couple months after implant. The patient had spoken to the doctor about this and he wanted to try botox. Physician listing information was requested due to insurance issues. The patient reported a lost or stolen patient device. The patient was illegally evicted and her property including her patient programmer. Later, the patient stated there may be a few boxes where the patient programmer could be and will continue looking. The patient will be calling back with shipping information for new programmer. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.